Manufacturer narrative:
The patient presents with a severely atrophic edentulous mandibular ridge bilaterally. The radiograph image suggests that the mental foramen bilaterally are near the crest of the alveolar ridge which can result in significant pain and discomfort to the patient when wearing complete dentures that are supported by soft tissue only. There does appear to be a minimal amount of vertical bone height in the symphyseal region for implant placement. Four implants were placed utilizing bi-cortical fixation engaging the crest and inferior aspects of the anterior mandible. The patient presented shortly thereafter with a unilateral idiopathic mandibular fracture on the right side just anterior to the mental foramen. Fractures such as these can also happen at the time of surgery in such delicate patients. Although idiopathic fracture of a severely atrophic mandibles is not uncommon, a contributing factor to this situation is the removal of supportive bone during the preparation of the implant osteotomy. Cases similar to this do happen even after successful implant placement and restoration due to an increased functionality and masticatory forces achieved by the implant supported denture with mandibular fracture occasionally occurring. The underlying causality of fracture is not the dental implant, but the loss of structural and functional integrity of the bone in thin and narrow areas of the mandible and in areas of higher stress due to muscle attachments. The method for treating such fractures include open or closed reduction with internal or external fixation across the fracture site either with or without bone grafting usually with inter arch fixation.

Event description:
A patient with severely atrophic edentulous mandibular ridge bilaterally was implanted four implants on (B)(6) 2014. Based on x-rays taken on the day of the procedure, one of the implants appeared to have been driven completely through the mandibular bone. Subsequently, based on another x-ray dated (B)(6) 2014, a mandibular fracture appeared on the right side just anterior to the mental foramen. The implant (4x10mm nanotite) was removed and the fracture was repaired as evidence by an x-ray taken (B)(6) 2014.